Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed there was a patient alert for lead failure predictor on (B)(6) 2012 14:09:26 and 2 lead predictor failure high rate ns <(><<)>= 200 ms average v-cycle on (B)(6) 2012.

Event description:
It was reported that during a right ventricular (rv) lead revision procedure for increased pacing thresholds, it was found that the device implanted 9 months ago had a blocked rv setscrew. It was also reported that the physician tested the rv lead with analyzer, and all measurements were ok. The device was explanted and replaced and the rv lead was connected to the new device and remains inuse. No patient complications were reported as a result of this event.